Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿stiff angulation control knob¿ was confirmed. The following findings were noted during device evaluation: the insulation resistance value of distal end is out of specification due to the plastic distal end cover missing, switch button 1 is deformed, universal cord is corrugated, light guide connector is broken, the scope connector protector of universal cord part is cut, angulation in the up direction is out of specification due to the worn angle-wire, the gap on up/down knob is out of specification due to the worn angle-wire, the aspiration quantity is out of specification due to the broken channel tube, waterproof failure due to the broken channel tube, light guide bundle is abnormal, bending section adhesive is fallen off, and connecting tube is corrugated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had stiff angulation control knob during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, there was foreign material due to the clogged sub-water supply channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.